Event description:
Pt came in for an elective angiogram in cath lab. While attempting to deploy the perclose, the device was unable to advance or be retracted. The pt then was required to go to operating room for an emergent removal of the device.